Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to physicians preference.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.